Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2022, the patient is experiencing severe muscle pain since (B)(6) 2023. Even when a puncture was performed 3 weeks after surgery, the knee is still swollen. It is unknown if an additional intervention was done.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the information provided is insufficient to determine whether the patient¿s symptoms of severe muscle pain approximately 22 months post surgery, are due to a pre-existing or concurrent medical or surgical condition or procedure, or to an adverse reaction to or experience with the device, one or more of its components, or its intended therapeutic action. According to the report, although a puncture was performed 3 weeks after surgery, the patient¿s knee is still swollen. It was reported that it is unknown if an additional intervention has been performed. Therefore, the impact to the patient beyond the reported severe muscle pain cannot be determined with the limited information provided. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that postoperative patient care and directions and warnings to patients by physicians are extremely important. Protected weight bearing with external support is recommended for a period of time to allow healing. Normal daily activity may be resumed at the physician¿s direction. Also, warnings and precautions states that the patient should be warned of surgical risks, and made aware of possible adverse effects. The patient should be warned that that the implant can become damaged as a result of strenuous activity or trauma. Besides, possible adverse effects section states that temporary or permanent nerve damage can result in pain or numbness of the affected limb. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H2: additional information ¿b5, d1/d2a, d4, g4, h6¿.